Event description:
Clinical Narrative:An Impella CPSA device was inserted via the right femoral artery in a 77 year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (AMI/CGS). The patient¿s clinical state prior to initiation of support was Society for Cardiovascular Angiography and Interventions (SCAI) Shock Stage E. The patient was additionally noted to be on vasopressors and inotropes for hemodynamic support. Information obtained via the patient's flowchart. No additional patient history was reported.During support, loss of distal pulses in the right lower extremity were reported. The initial assessment demonstrated absence of dorsalis pedis and posterior tibial pulses with monophasic pulsatility in the popliteal artery. Overnight, complete loss of pulses was reported. Cardiothoracic surgery and vascular surgery were consulted, and the decision was made to explant the Impella CPSA device. Following removal, the right lower extremity remained pulseless, was cool to the touch and was pale in appearance. Due to the ischemia, a thrombectomy procedure of the right common femoral artery was done via a cutdown. The activated clotting times were reported to be between 160 and 180 seconds during the event with the vessel diameter being greater or equal to 4 millimeters. The Impella was removed and the thrombectomy was completed with no additional adverse events reported. The patient survived the event.While on support, the Impella CP device operated at performance level 9 with expected flows of 3.4 Liters/minute. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter sodium bicarbonate. Pump metrics and purge solution was obtained via the patient's flowchart.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc, or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.